Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal motion controller (umc) 2 board to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The umc was installed and tested on the in-house system. The umc was programmed and system started at normal mode with no errors and failure message. There was no issue after 25 power cycles. The board remain on the system for 6 hours idling in normal mode, with no failure/error triggered. Umc was installed to umc slot 1 and perform same test with no errors and failures. Errors 32097 and 25004 could not be reproduced, however the error were confirmed and verified via error logs and system logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure the site was experiencing repeated recoverable fault 32097. Prior to calling in the site rebooted the system with no change. The technical support engineer (tse) had site perform hard reboot with no change. The system would fault with error 32097 on gantry immediately after recovering. Site disabled the boom and are continuing with current procedure, but surgeon stated that they may not be able to perform the next procedure based on boom position. The clinical sales representative was going to work with site between procedures to see if site could get the boom into a useable position. Procedure was completed with no patient harm.